Event description:
It was reported, powerloc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver, and medical personnel to a biohazard. Required ER visit, unplanned hospitalization, drug waste, additional port access, and close monitoring for complications. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged extension tubing was confirmed. The product returned for evaluation was four 20g powerloc max infusion sets without y-site. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter in units 01, 02 and 04 the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. Unit 03 was leak tested by flushing with water using a 12ml luer lok syringe. No leaks were observed during testing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, powerloc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver, and medical personnel to a biohazard. Required ER visit, unplanned hospitalization, drug waste, additional port access, and close monitoring for complications. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.